Event description:
It was reported that the procedure was to treat a proximal circumflex artery. The 3.75 x 8 mm nc trek balloon catheter was being used for post-dilatation when the balloon ruptured when inflated. A non-abbott balloon catheter was successfully used to complete the procedure there was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon rupture was not confirmed; however, the inner member was found to be separated. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other incidents for balloon rupture or inflation difficulty reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.